Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact the customer, leaving a voicemail for further action.